Manufacturer narrative:
Reporter information updated. Health impact code grid updated as information within source indicates this event occurred during morning checks and a patient was not involved. Description of event updated. Report source updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device can be turned on but then shuts off unexpectedly. This occurred during morning check. No patient involvement reported at the time of the event.

Event description:
It was reported to philips that the tempus unit will come on and then go off. It sounds like something may be broken inside. There is a rattle inside when you move the monitor.

Manufacturer narrative:
Updated describe event or problem due to new information received. Updated device problem coding to align.

Event description:
This report is based on information provided by philips remote service engineer personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device can be turned on but will turn off immediately. It also sounds like something may be broken inside as there is a rattle noise when the monitor is moved.